Event description:
An end user reported her peristomal skin is red, open, weepy and itchy under the tape color. The end user stated she was evaluated by her general practitioner approximately 3 weeks ago. The doctor prescribed topical (B)(6) powder to be applied to the peristomal skin.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated she is using (B)(4) powder blotted with sensicare sting free barrier wipe and (B)(4) slim. The end user was also educated on proper skin care. The end user confirmed that the product lot number is not available. The end user was sent a replacement of the esteem plus convex for trial and was also encouraged to follow-up with her health care provider if concerns persist or worsen. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.